Event description:
Reference number (B)(4). Event country in the canada. It was reported that the patient experienced blockage at the site due to slightly bent needle from the tubing to cannula housing is resulting in occlusions and the event occurred on (B)(6) 2026. No further information available.